Event description:
Pateint's health care provider reported wcd is working intermittently due to therapy cable kinks and bending that is generating service error code on and off. Wcd role in the event is pending evaluation of to-be-returned device.